Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 24mm amplatzer septal occluder was selected for implant. When the left disc was deployed in the left atrium, the disc deformed. The device was re-sheathed and deployed several times with the same result. The device was removed from the patient without complication. A second 24mm device was deployed in the left atrium but the left disc came out of the sheath deformed. The second 24mm device was removed and a 26mm amplatzer septal occluder was successfully implanted.